Event description:
In-folding of proximal seal stents posteriorly. Native ao 26-28 mm, no angulation, no calcium, no thrombus. Ap and lateral final angiogram did not show any problems. Persistent back pain (likely not abdominal aortic aneurysm related). A non-contrast CT revealed in-folding. Bilateral re-access, 3 balloons were deployed (2 renal flairs and coda). Tack with aptus screws is planned.

Manufacturer narrative:
The complaint device was not returned for evaluation and remains in-situ. The lot number of the device was not provided. Therefore, review of the device history record could not be performed. Medical images were received and were reviewed by william cook (B)(4) medical director and the research and development team leader and it was concluded that: "the ¿infolding¿ of the second stent from the top of the endograft is clearly visible on the initial scan. It is also noted that stent 1 and 3 appear to have expanded normally. The 32mm endograft is within limits of the IFU in terms of the size of the aorta. The likely explanation ¿ and of course this can¿t be verified ¿ is that the diameter-reducing suture(s) on stent 2 have failed to let go once the trigger wire has been pulled out. This may have been due to the two sutures being interlocked wrongly, although this is something that is routinely checked for in the manufacture and loading process. However, if this was missed, it would be consistent with the appearance shown on the scan. The reintervention apparently was to place a palmaz stent (although it was planned to use aptus screws to fix the stent out to the aortic wall). The dilatation and palmaz stent have certainly improved the appearance, but there remains some residual ¿infolding¿ of the posterior part of stent 2, suggesting that perhaps the diameter reducing sutures may not have been broken by the balloon dilatation and are still in place. The initial scan showed that the ¿infolding¿ of the posterior part of stent 2 looked as though it would cause a partial obstruction to both the right and left renal artery fenestrations, but this has been cleared by the reintervention." There are checks during manufacturing where 100% of suture looping is qc inspected to ensure full expansion of the graft. "Kinks in the nitinol wire are not acceptable if you should kink the wire during the threading and reducing tie process, remove damaged wire and replace with a new piece." "Verifying suture: manufacturer to verify under microscope that the suture is correct ¿ detail showing correct and incorrect suture looping. This must be done for every reducing tie." "When complete, re-measure reducing ties and check that the tie knots have not loosened, then cut the suture to about 3mm (±1mm) lengths". "Check sutures under microscope to ensure no graft material is captured." "Check all knots on reducing ties. Ensure they are not loose or frayed. Gently push each reducing tie together to release the tension, then check the correct stitching has been applied to the nitinol wire." "Visually check that there is no additional graft material or green suture caught in the reducing ties." The device IFU states: "confirm there are no endoleaks or kinks and verify position of proximal gold radiopaque markers. Remove the sheaths, wires and catheters." "Following placement of a fenestrated graft, it is also important to evaluate the patency of vessels accommodated by fenestrations, which can also be supported by high resolution CT imaging. Duplex ultrasound may also be a useful screening tool in assessing the patency of vessels accommodated by a fenestration, provided the results are interpreted using appropriate criteria." Based on the information present a definitive root cause cannot be determined. However, the most likely cause that contributed to the difficulty reported by the customer is that the reducing ties on stent 2 have failed to release once the trigger wire has been pulled out. This may have been due to the two sutures being interlocked wrongly.

Event description:
In-folding of proximal seal stents posteriorly. Native ao 26-28mm, no angulation, no calcium, no thrombus. Ap and lateral final angiogram did not show any problems. Persistent back pain (likely not abdominal aortic aneurysm related). A non-contrast CT revealed in-folding. Bilateral re-access, 3 balloons were deployed (2 renal flairs and coda). Tack with aptus screws is planned.